Event description:
Customer's son reported an incident of hypoglycemia requiring professional medical treatment at a time when a family member and paramedics attempted and were unable to use the aviva system due to errors within specifications. A request was made for the return of the system, replacement was sent.